Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event on an intermittent issue on the system monitor was confirmed via functional testing. The system monitor (serial number: (B)(4)) was tested and evaluated at the (B)(4) service depot on 14oct2021. The reported issue was verified. The system monitor was found to have an intermittent issue. The unit was troubleshot, and the issue was isolated to the main printed circuit board (pcb). The customer did not provide a repair po for the unit and was therefore not repaired and shipped back to the customer site. The root cause for the reported event appears to be due to the main pcb; however, a root cause for the main pcb not functioning properly was unable to be conclusively determined through this investigation. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. C, section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU (rev. C). Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department (rev. C). The device history records were reviewed and the records revealed the heartmate system monitor (serial number:(B)(4)) was manufactured in accordance with manufacturing and qa specifications and customer order was shipped on (B)(4) 2012. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor worked intermittently. The product as well as the cables were returned for service. No additional information was provided.